Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive while trying to deliver a quick bolus. Additionally, it was reported that intermittent altitude alarms occurred and the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.